Event description:
Customer called to report that the backlight on the insulin pump has not worked for the last two of months. Customer's blood glucose reading was 79 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no back light due to faulty electroluminescence panel on lcd board. The insulin pump has broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.